Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) has been confirmed. Upon investigation the monitor displayed a service code and was unable to complete functional testing. The cause for the failure was defective components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.